Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The impactor tip of the stem inserter was found to be flattened, which can result in the tip getting stuck in the stem.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned, however provided photographs of the reported device confirms the evaluation at the (B)(4) facility of wear. The date code cv0303 indicates the instrument was manufactured in march of 2003 and is over 12 years old. A complaint database search on the provided product code identified similar reports. When the root cause was identified, product wear out and or misuse were found. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.